Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information from a clinical adverse event form that this right atrial lead dislodged one-day post-implant. The patient was presented back to the electrophysiology laboratory and the lead was successfully repositioned without incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.